Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed intermittent image issue isolated to the baton.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, there was intermittent video issues when the video cable was moved close to the baton. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.